Event description:
Medwatch mw1034284. It was reported via FDA that during a coronary drug eluting stenting treatment procedure, balloon deflation difficulites were encountered. In 2004, two stents were placed in the left anterior descending artery (lad). Following the deployment of the second stent, a taxus express2 3.5 x 20 mm drug eluting stent, the cardiac catheterization lab technician experienced difficulty in deflatng the stent delivery balloon. The physician was able to remove the stent delivery system after many attempts. There were no reported pt complications. As the info regarding the initial reporter and user facility was unavailable, no further info could be obtained regarding this event. It is unk if this event has already been reported. It is noted the product was used after the expiration date.